Manufacturer narrative:
During a pci, the balloon of a cypher select + stent delivery system ruptured at 10atm. The target lesion was in the proximal to mid left anterior descending (lad) and was described as de novo, slightly calcified, slightly tortuous and 90% stenosed. Radial approach was chosen for the procedure. Following pre-dilation, the 3.5 x 33mm cypher select + was delivered to the target lesion without friction. When the balloon was being inflated, the physician had a feeling of "strangeness" from the beginning. When the balloon was inflated up to 10atm, the pressure of the inflation device decreased, and the physician confirmed the balloon of the cypher select + had ruptured. The balloon re-wrapped properly and was removed from the patient without difficulty. Leakage was confirmed outside the patient's body. Post-dilation was conducted to further dilate the stent and the procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + (B)(4) 3.50 mm x 33 mm was received coiled in two plastic bags. Kinks were noticed at 123.4 cm, 132.4 cm, 132.9 cm, 141.5 cm, and 141.9 cm from hub. This condition may have been caused due to the way the unit was sent for analysis. The stent was not received. The balloon was inflated. In order to perform the functional analysis a 0.014" guide wire was inserted in the catheter, water was injected to the catheter in order to inflate the balloon, and a leakage was noticed at the proximal portion of the balloon. Sem results showed that the balloon internal and external surfaces exhibited evidence of abrasions near the leak-hole. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. An assessment was performed in the manufacturing line, and it was concluded that adequate controls are in place to prevent this issue. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon rupture reported by the customer was confirmed. The exact cause for the confirmed balloon burst could not conclusively be determined, however it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors may have contributed to the event. One non-sterile cypher select + (B)(4) 3.50 mm x 33 mm was received coiled in two plastic bags. Kinks were noticed at 123.4 cm, 132.4 cm, 132.9 cm, 141.5 cm, and 141.9 cm from hub. This condition may have been caused due to the way the unit was sent for analysis. The stent was not received. The balloon was inflated. In order to perform the functional analysis a 0.014" guide wire was inserted in the catheter, water was injected to the catheter in order to inflate the balloon, and a leakage was noticed at the proximal portion of the balloon. Sem results showed that the balloon internal and external surfaces exhibited evidence of abrasions near the leak-hole. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. An assessment was performed in the manufacturing line, and it was concluded that adequate controls are in place to prevent this issue. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
Concomitant medical products: goodman indeflator, runthrough gw, heartrail ii jl4 gc cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). The device has been returned for analysis, but the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days for receipt.

Event description:
A cypher select + ruptured at 10atm. The target lesion was in the proximal to mid left anterior descending (lad) and was described as de novo, slightly calcified, slightly tortuous and 90% stenosed. Radial approach was chosen for the procedure. Following pre-dilation, the 3.5 x 33mm cypher select + was delivered to the target lesion without friction. When the balloon was being inflated, the physician had a feeling of "strangeness" from the beginning. When the balloon was inflated up to 10atm, the pressure of the inflation device decreased, and the physician confirmed the balloon of the cypher select + had ruptured. The balloon re-wrapped properly and was removed from the patient without difficulty. Leakage was confirmed outside the patient's body. Post-dilation was conducted to further dilate the stent and the procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.